Event description:
It was reported that the device suddenly performed a reboot during use. Ventilation resumed but the device posted an alarm indicating a problem with the internal battery. The patient was connected to another device in a controlled maneuver; no health consequences have occurred.

Manufacturer narrative:
The device was manufactured in 01/2014 and is not under a service contract; the hospital performs maintenance and repair measures on own behalf and responsibility. There was no log file made available for evaluation and, the device couldn't be checked by the local dräger s&s organization either. Based on the available facts it was concluded that the most likely explanation for the event would be the following: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. The user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery; the replacement interval dräger recommends is two years. The records maintained at dräger furthermore indicate that the particular device was involved in a similar event reported in (B)(6) 2019. The device was examined by a dräger service engineer that time whereby it was revealed that the internal battery was overaged. However, the hospital finally decided to involve a third-party service provider for replacement of the battery. Hence, dräger finally concludes that the battery which was installed in 2019 after the first event was due for replacement in the meantime already and that lack of maintenance was a contributing factor in the event. Additionally, it is seen likely that the battery installed in 2019 was no dräger type since dräger does not sell spare parts to third-party service providers in (B)(6).